Event description:
It was reported via clinic notes received that the patient has sleep apnea that is treated using a CPAP. The patient was noted as having improved seizure control with vns. Diagnostics taken on (B)(6) 2012 indicated normal device function although the generator is now indicated to be at end of service. The patient was first observed during a sleep study on (B)(6) 2010. Follow-up with the site found the relationship of the sleep apnea to vns is unknown. It was unknown if any medication or programming changes preceded the onset of the sleep apnea. There was no indication of any medical history relevant to the sleep prior to the patient receiving vns therapy.